Event description:
Bad computer chip on voltage regulator (per MFR). When chip fails both battery/ac light are lit. Pump only drawing from battery. Will not recharge. Battery dies. Pump dead. Return pump from pt, sent to MFR. Replace battery chip.